Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain while charging. It was also stated that the patient gained weight that may have caused the ipg migration. The patient underwent a revision procedure wherein the pocket site was moved up slightly higher to upper buttock/flank area. The patient was doing well postoperatively.